Manufacturer narrative:
The product associated with this report has been returned however the product has not been initiated at this time. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may confirm or determine another connector type associated with this report. Allergan has received the product however the analysis has not been completed at this time. Device labeling addresses the reported event of displacement as follows: "care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery. Migration of the band and/or tipping of the access port can occur, resulting in reduced weight loss, weight gain or other complications, and possible reoperation to remove or reposition the device."

Event description:
Health professional reported an alleged lap-band port displacement. The issue was noted during a band adjustment when health professional noted the port could not be accessed and had "flipped." No diagnostic imaging was performed. The port was explanted and replaced.